Manufacturer narrative:
Per tandem's user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 272 mg/dl. A correction bolus via the pump was delivered and a manual injection was administered to address the bg level. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, the customer had added insulin into the cartridge outside of the load sequence. Tandem technical support informed the customer that this was off label and guided the customer through performing a supply change. After the supply change was completed, the customer successfully delivered a correction bolus without additional occlusion alarms occurring.